Manufacturer narrative:
The investigation for the heart valve damage has been completed. The pump was not returned for investigation. A data log review was not required for this case run. As per the clinician, the doctor was able to manipulate the catheter and successfully cross the lv. Resistance met while crossing lv. The left annulus was diagnosed with abnormal contrast, and there was evidence of aortic insufficiency. The cause of the heart valve damage issue was not determined since product was not returned and sufficient clinical information was not provided. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The complainant reported a 68-year-old female patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. The impella flows were lower than expected. The level was turned down to p5 with suction alarm, turned to p4 and resolved. Tte obtained showing underfilled left ventricle (lv) and hyper dynamic right ventricle (rv). The physician decided to remove the impella. Post case angiogram showed trace of aortic valve insufficiency (ai) and abnormal contrast to image in left annulus.